Event description:
It was reported that this right ventricular (rv) lead had exhibited dislodgement, failed to capture, and exhibited a high capture threshold. This rv lead was repositioned and remains in service. No additional adverse patient effects were reported.